Event description:
It was reported that the customer had a reservoir issue on the insulin pump. The customer's blood glucose level was 200 mg/dl. The father's customer reported that the insulin continues regarding to this manual drip during prime piston touch before the reservoir and a gap between the piston and reservoir was seen. The customer was advised to change entire set and reservoir. The customer said that now it is okay. The customer was advised that will change two reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.